Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmony surgical light. The technician was able to identify the root cause of the event to be attributed to a loose vertical friction brake. The vertical friction brake secures the arm of the surgical light in place. While onsite, the technician tightened the vertical friction brake, tested the surgical light, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported the arm of their harmony surgical light drifted and made contact with an employee's head. The employee sought medical treatment.